Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 35mm navitor valve was selected for implant using a large flexnav delivery system. Pre-dilatation was performed with a 22mm bard true dilation. The patient's tricuspid anatomy was seemingly normal with no surprising aortic angulation via ms CT; it was not considered tortuous. During implant, the delivery system came in quite horizontal. Several attempts were made to position the navitor valve resulted in the valve popping up on the left side at less than 80% deployment. After several partial and full re-sheathing attempts in order to achieve an acceptable implant depth, a satisfactory position was achieved. The valve was partially recaptured four times and fully recaptures twice. When the valve was fully deployed, the pigtail was removed at 80% deployment. The implant depth at 80% was 3-4mm. However, then the valve popped up and embolized to the ascending aorta. The ms CT was examined, but no cause to the pop-up was determined. A new 35mm navitor valve was prepared and loaded into a new large flexnav delivery system. The embolized valve did not block coronary arteries. The embolized valve was snared for stabilization while the second navitor valve was deployed. The second flexnav could not pass the embolized valve with ease and was pushed to a degree in which the snare loosened from the retention tab on the embolized valve. The embolized valve was re-snared and at one point, due to the pulling on the snare, caused the opposing struts of the embolized valve to snag and bend. Shortly after, the patient experienced blood pressure loss and lost consciousness. Transthoracic echocardiogram (tte) confirmed tamponade and pericardiocentesis and performed. Once the patient was stable, a few additional attempts to place the second navitor valve was performed, including switching from a safari guide wire to lunderquist. However, the embolized device still could not be passed. At one pass, the nose cone of the flexnav was at a very steep and upwards angle; therefore, the system was retracted and could not be advanced again. No damage was observed with the second delivery system. The user alleged that the cause of the second delivery system failing to advance was due to patient anatomy combined with the embolized valve. The patient once again lost blood pressure and was subsequently transferred to open heart surgery. On (B)(6) 2024, the patient passed away due to multi-organ failure.

Manufacturer narrative:
An event of migration or expulsion of device (device migration), cardiac tamponade and pericardiocentesis and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that the valve was partially recaptured four times and fully recaptures twice, a satisfactory position was achieved after several attempts. During the implant procedure, the device was released but ended up embolised. The embolized valve did not block coronary arteries. The embolized valve was snared for stabilization while the second navitor valve was deployed. The second flexnav could not pass the embolized valve with ease and was pushed to a degree in which the snare loosened from the retention tab on the embolized valve. The embolized valve was re-snared and at one point, due to the pulling on the snare, caused the opposing struts of the embolized valve to snag and bend. It was alleged that the cause of the second delivery system failing to advance was due to patient anatomy combined with the embolized valve. There was no allegation that an abbott device caused the patients passing. Based on available information, a cause for the reported migration appears to be related to procedural conditions. The reported death appears to related to the multi-organ failure and procedural circumstances but cannot be confirmed. The reported unexpected medical interventions were a result of case-specific circumstances as a snare was used to snare the device was performed on the patient. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Furthermore, this complaint was reviewed by abbott representative. The reviewer stated that, "the patient underwent emergency heart surgery but unfortunately died 2 days later due to multi organ failure. This was a procedural complication and not a failure of the navitor valve. On further examination, the preprocedural CT scan showed a bicuspid aortic valve and this is the likely main factor in the procedural complication."